Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Although no issues were noted, it could not be conclusively determined if the cannula was dislodged from the insertion site. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad. Although no issues were noted, it could not be conclusively determined from the returned adhesive pad whether it failed to adhere while the device was worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) level rose to 401 mg/dl while wearing the pod between 4 and 24 hours. The pod was reportedly not sticking to the infusion site (leg), causing the cannula to dislodge. As treatment, the pod was removed and a new pod applied. The patient's blood glucose history is as follows: (B)(6).